Manufacturer narrative:
The reported issue was inconclusive. Root cause was not able to be isolated as unit was not evaluated. It was reported that neonatal patient was below target temperature. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse noted that the patient temperature (pt) was only 32.4c, but targeted temperature (tt) was 33.5c. Water temperature (wt) was 40.4c, flow rate and pad coverage good. No secondary probe in place, unable to move to bedside to check due to connections. Explained the arctic sun device was responding appropriately and that, if possible, they could check the patient temperature (pt) using another core temperature. Provided patient temperature (pt) was accurate that might want to discuss possible clinical reasons with the health care professional (hcp). Suggested keeping close eye on skin due to warm water temperature. Per follow up information received via task on 06feb2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse noted that the patient temperature (pt) was only 32.4 c, but targeted temperature (tt) was 33.5 c. Water temperature (wt) was 40.4 c, flow rate and pad coverage good. No secondary probe in place, unable to move to bedside to check due to connections. Explained the arctic sun device was responding appropriately and that, if possible, they could check the patient temperature (pt) using another core temperature. Provided patient temperature (pt) was accurate that might want to discuss possible clinical reasons with the health care professional (hcp). Suggested keeping close eye on skin due to warm water temperature.